Event description:
It was reported that the pulse generator had a shorter than expected elective replacement indicator to end of life margin. The device was explanted and replaced. The patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).